Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touch screen was responsive but it was observed that the key alignment was off. Several attempts were made to calibrate the touchscreen and the keys on the touchscreen were aligned. During a review of the device history indicated multiple "button ID: invalid" alarm codes. Further testing found contamination on the bottom of the touchscreen. The probable cause was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.